Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited an alarm. Per reporter when the pump malfunctions the patient experiences with dizziness, nausea and chest tightness are more intense, reportedly the patient went 15 minutes without medication one night due to a pump alarm from one of the three pumps they are sending back. The reporter also indicated the end user has backup product and was able to continue therapy.